Event description:
A trilogy ventilator was returned to a third-party service center for evaluation of a reported ventilator service required alarm. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the alleged "service required" code was confirmed. The device's oxygen blending module printed circuit board assembly was replaced to address the issue. Additional findings not related to the malfunction/issue: the front and rear enclosures required replacement due to cosmetic damage and the oxygen blending module gasket was noted to be contaminated and was replaced.